Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was beyond the normal range, displaying as "high" on the continuous glucose monitor. A correction bolus was delivered to address bg level. Reportedly, the customer changed the infusion set and cartridge, which allowed the customer to resume insulin delivery.